Event description:
It was reported that this pacemaker was found to be in safety mode. As a result, there was oversensing of myopotential noise on the right ventricular channel which caused the patient to experience dizziness. This device was explanted and replaced with a new pacemaker. As of today, this device has not been received by boston scientific for further investigation.

Event description:
It was reported that this pacemaker was found to be in safety mode. As a result, there was oversensing of myopotential noise on the right ventricular channel which caused the patient to experience dizziness. This device was explanted and replaced with a new pacemaker. As of today, this device has not been received by boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.